Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that myocardial infarction and stent thrombosis occurred. In (B)(6) 2011, the subject underwent percutaneous coronary intervention (pca) with 2.5 x 8 mm promus drug eluting stent to the distal right coronary artery (rca), a 2.25 x 12 mm promus drug eluting stent to right posterior descending artery (r-pda) and 2.25 x 12 mm taxus drug eluting stent to the saphenous vein graft (svg) to the obtuse marginal (om) artery. In (B)(6) 2015, the subject was randomized into the reprise iii study. Prior to the procedure, heparin or other anticoagulant was given. The subject was on a prior regimen of aspirin and other antiplatelet medication at the time of the procedure. The subject received a loading dose of 300mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty. Initially a 23 mm lotus valve was inserted and attempted to be deployed with partial and complete resheathing. However, the 23 mm lotus valve was not deployed due to twisted post. The 23 mm lotus valve was exchanged for a second 23 mm lotus valve. Successful repositioning of the second 23 mm lotus valve involved partial resheathing of the lotus valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Retrieval was not attempted. Two days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2015, the subject emergently presented with complaints of syncope without fall or head trauma. Per source, post syncopal episode, the subject had some substernal chest discomfort with radiating pain to left shoulder/arm. The subject also reported of diaphoresis and nausea without vomiting. Cardiac catheterization was recommended and revealed 85% in-stent re-stenosis of the 2.5 x 8 mm promus drug eluting stent in distal rca and 100% occlusion at anastomosis site 2.25 x 12 mm taxus drug eluting stent. The subject was diagnosed to have experienced non-stemi and pci was recommended. During pci of the rca, a 1.5 x 8 mm apex push balloon was unable to advance through distal rca. However, ptca of mid and prox rca was performed with the same balloon. Per source, since the 1.5 x 8 mm apex push balloon was unable to pass through the distal rca, the apex balloon was exchanged for other non-bsc balloons which were used to dilate the proximal and mid segment of rca. In addition, the in-stent re-stenosis of 2.5 x 8 promus stent in distal rca was also treated with balloon angioplasty using the non-bsc balloons. This was followed by attempts to deploy two non-bsc stents, which were unsuccessful as the stents could not pass beyond the ostium of the rca leading to a stent-induced intimal dissection. This led to a transient rca occlusion leading to bradycardia and hypotension. Iabp was placed and the subject was intubated. The rca was then further predilated, followed by with the placement of a 2.25 x 12 mm promus des at ostium and 2.25 x 8 mm promus at the proximal rca lesion. A 2.5 x 8 mm promus was planned to be placed at the mid rca, however was unable to be advanced. Timi flow was preserved (3) and no further intervention was performed. The following day, the subject developed complete block and a non-bsc pacemaker was implanted.